Manufacturer narrative:
The actual intraocular lens (iol) as part of the preloaded delivery system remains implanted. The foreign material/particle was received and evaluated. The particle was sent to an outside laboratory for analysis by fourier transform infrared (ftir) spectroscopy in order to identify the material. Ftir analysis revealed that the silver particle is a poly(methylmethacrylate)/poly (styrene-co-acrylonitrile) blend which is not part of the components materials of the preloaded delivery system or the iol composition manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The manufacturing process record was evaluated. The product was manufactured and released according to specification. A search revealed that no additional complaints for this order number have been received. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the device. Also, the dfu instructs the physicians to inspect the unit once the box was opened. Based on the investigation results there is no indication of product quality deficiency. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
UDI #: (B)(4). Pt age at time of event or date of birth: unknown. Pt sex/gender: unknown. Explant date: not applicable; lens remains implanted at the time of submitting the MDR. Initial reporter phone no. (B)(6). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a silver particle was found with a pcb00 system. It was removed, when the intraocular lens (iol) was implanted into the patient's eye. In addition, the customer also reported that the cartridge tip was deformed. No further information was provided.